Event description:
It was reported that a pediatric user experienced significant glycemic variability and a hypoglycemic event during a sports tournament in which the cgm displayed a low reading and the user required two oral glucose treatments; the clinical team intended to adjust the secondary glucose target to a lower setting during daytime and evening hours to improve glycemic control. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention in the form of medication treatment with oral glucose. Investigation included communication with the family and care team and analysis of information provided by the user or third party. Investigation of this case revealed no findings and insufficient information to identify a medical device problem or a specific device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.